Event description:
Device issue: none. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that the concentric, de novo lesion located in the 1st diagonal branch, was moderately tortuous, heavily calcified, and had 90% stenosis. The vessel diameter was 2.7 mm and the length was 20 mm. The guide wire was delivered towards the distal left anterior descending for protection, and a non-abbott balloon catheter was used to pre-dilate the lesion. A xience v 2.5 x 28 mm stent was delivered and implanted in the lesion. A dissection occurred at the proximal edge of the stent implant, a xience v 2.75 x 23 mm stent was overlapped with the first stent and the dissection was treated. The stent was expanded sufficiently and there were no further patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow up will be submitted with any relevant information.